Event description:
Complainant alleged that while attempting to cardiovert a patient the device displayed a "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.